Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Following patient insertion, force measurements were recorded that exceeded the recommended values in the tacticath contact force ablation catheter, sensor enabled instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. Review of the device history record was not possible as the lot number is unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a pulmonary vein isolation ablation procedure, a pericardial effusion occurred. After collecting geometry, intracardiac echocardiography (ice) was used to view the roof of the left atrium. A small pericardial effusion was noted in the roof of the left atrium but intervention was not required at that time. Ablation was continued and after the left sided veins were isolated, ice was checked again. A pericardiocentesis was then performed to drain the effusion with the patient remaining in stable condition and asymptomatic. The procedure continued and the right sided veins were ablated and isolated. The procedure was completed with the patient in stable condition. There were no performance issues with any abbott device.